Event description:
It was reported that after multiple bolus attempts, the patient¿s blood glucose levels were over 250 mg/dl. The patient worn the pod, on their leg, for about 24 hours. When the pod was removed from the infusion site, it was reported that there was a blackish-pink substance was present at the cannula site, which came out when the leg was squeezed. The site was treated normally for irritation and appeared normal afterward with no signs of infection. The cannula appeared normal upon removal, though it contained an unknown substance inside.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.